Manufacturer narrative:
.

Event description:
The customer received questionable low ca2 calcium gen.2 results for three patient samples that upon repeat testing had results in the normal range. Data was only provided for one patient sample. The initial result was 4.1 mg/dl and the repeat result was in the normal range of 8.6-10.0 mg/dl. The customer did not know the specific repeat result. Only one of the erroneous results was reported outside the laboratory, but it was unclear which erroneous result this was. The customer said the erroneous result was quickly identified and corrected. There was no harm to the patient and no adverse event. The reagent lot number was 14850601 with an expiration date of 07/31/2017. The field service representative found the cell rinse levels were not properly adjusted and was generating the error. He adjusted the cell rinse level, checked and performed all probe adjustments, checked system pressures for proper functionality, and checked all fluidic components for proper flow. He verified the analyzer by performing mechanism checks and precision testing. The customer ran qc which all passed with no errors. Further investigation confirmed the field service representative's findings were the cause of the issue.